Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right vessel below the knee. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during inflation at 15 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR. : returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch # was confirmed correct. The device showed signs of use. Microscopic investigation revealed a pinhole in the balloon over the proximal marker band. No other damage was seen.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right vessel below the knee. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during inflation at 15 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.